Event description:
It was reported that the physician implanted a gore helex septal occluder on (B)(6) 2007. Fifteen months post implant, the pt experienced several recurrent transient ischemic attacks. Transesophageal echocardiography revealed a residual shunt across the atrial septum. On (B)(6) 2010, a reintervention was performed; however, the physician was unable to cross the atrial septum with a guidewire. The procedure was abandoned and the pt was prescribed coumadin. The pt is currently doing well.

Manufacturer narrative:
A review of the mfg records has been conducted. The review of the mfg records verified that the device met all pre-release specifications.